Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected: e1 - initial reporter information.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein patient's entire system was explanted.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151685.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue .as a result, surgical intervention may be undertaken to address the issue. It is unknown which lead contributed to the issue.